Event description:
Have had several reports from paramedics stating that the stylet on the rusch slickset endotracheal tube backs out of the tube during intubatiion attempts. This causes the tube to lose its rigidity complicating the intubation process. Original complaint was filed in august of 2002. No replacement product has yet to be made available.